Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asezf049 showed one similar product complaint(s) from this lot number.

Event description:
It was reported the needle has loosen from the white part when removing it from patient.